Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 26. Jan. 2015 ,part: 03.010.410, lot: 9221060. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the blue plastic handle of an impactor for proximal femoral nail antirotation (pfna) blade is cracked. There was no patient involvement. It is unknown when the issue occured or when it was detected. Material (handle broken into two) complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation has shown that the welding between the handle and the shaft is broken. Further investigation has shown that a piece of blue handle broke off and that the handle has a visible crack. The review of the production history revealed that this instrument was manufactured in accordance with required specifications. No manufacturing related issues that would have contributed to this complaint were found. At the head end of the instrument, there are strong impact marks, which are visible. Based on these findings, it is likely that excessive strokes on the impactor caused the breakage of the welding seam. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device failure was detected outside of the operating room. No reported patient or surgical involvement.